Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2007; dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to non-sustained ventricular tachycardia and high rate non-sustained episodes. T-wave oversensing (twos) was also noted. The rv lead was suspected of a fracture. The device check noted the right atrial (ra) lead had intermittent far field r-wave (ffrw) oversensing. The ra lead was capped and replaced. The rv lead was explanted and replaced. Additionally it was reported the previous rv lead which had been capped due to a possible fracture was now explanted. No patient complications have been reported as a result of this event.